Event description:
Additional information was received that surgery occurred in which the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
Correction : section d6b: additional information received indicates the surgery took place on (B)(6) 2021 instead of (B)(6) 2021. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicate the patient underwent surgical intervention wherein the ipg was explanted and replaced on (B)(6) 2021 to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated surgical procedure in which the system was not placed into surgery mode as recommended, and following unrelated mris in which the system may not have been placed into MRI mode as recommended, the ipg became inoperable. Troubleshooting attempts did not resolve the issue. As a result, surgery may occur to address the issue.